Event description:
It was reported that device experienced channel error 240.4150. Facility biomed replaced the upper pressure sensor and the device functioned within normal limits. There was no patient involvement reported.

Manufacturer narrative:
The reported issue of channel error 240.4150 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 07/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device experienced channel error 240.4150. Facility biomed replaced the upper pressure sensor and the device functioned within normal limits. There was no patient involvement reported.